Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: cat: 814613360 lot: 929260 hfn lh 130 deg 13mm x 360mm. G2: foreign- UK. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02906.

Event description:
It was reported that the patient underwent revision due to a fracture of the lag screws at the subtrochanteric region, and the lesser trochanter was also displaced. The reason for the fracture is unknown. Attempts have been made and no further information has been provided.